Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f after a femoral artery dilatation procedure. Reportedly, there was resistance splitting the starclose se sheath. The starclose se clip was deployed and arterial bleeding was controlled. There was resistance during device removal. After closure, there was a tubular image seen in the artery; one half of the distal starclose se sheath had broken off in the artery and embolized and remains in the body. A cut down was performed, however, the detached piece could not be located under ultrasound. Hemostasis was achieved with surgical suturing. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported sheath detachment and resistance deploying the thumb advancer was not confirmed as the sheath was returned intact and no resistance was noted with the thumb advancer during returned device analysis. The reported resistance removing the device could not be replicated in a testing environment as it was likely based on procedure circumstance. In the absence of a confirmed failure mode, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A conclusive cause for the reported patient effect of embolism and foreign body in patient and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.